Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup cracked during neutralization. The lens cup cracked into two pieces. No pt injury occurred lens cup was forwarded for evaluation, which is in progress.